Event description:
Reporter states, customer passed out with blood glucose result of 124 mg/dl taken on the aviva system. He was re-tested within 10 minutes on professional's device with blood glucose result of 32 or 33 mg/dl. Customer was treated with d50% and symptoms improved. Requested return of suspect device and replacement was sent.